Event description:
Consumer reports getting readings they feel are not accurate. Analysis run on clark error grid using mean avg.reading (232) as ref. Point vs. Bd readings (59,404) yielded data points in the c/e range of the grid, outside acceptable limits.